Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation results: the implant was received for eval and the reported problem confirmed. Further eval estimated the broken portion measured 0.196" in length and the edge showed signs of twisting. The threads of the screw demonstrated a melted-like deformity. The instructions for use (IFU) provides the following warnings and precautions to the user: the risk of screw breakage during initial implantation may be influenced by several factors as discussed below. These factors are of increased importance when using smaller diameter screws: use only with the linvatec tri-lobe driver. The linvatec bioscrew tri-lobe driver is intended for use with linvatec bioscrew bioabsorbable interference screws and respective 0.045 inch diameter straight guidewires. The three radial etch marks on the tip of the driver indicate full insertion for 20mm, 25mm and 30mm bioscrew bioabsorbable interference screws. Full insertion of the bioscrew driver within the lumen of the bioscrew absorbable interference screw is mandatory for proper implant delivery. Care must be taken to line up the lobes of the driver with the slots in the screw. Failure to ensure full engagement may result in implant breakage. Examine the driver prior to screw engagement for gouges, scratches or dents. Be sure the tip is not bent so as not to impede the engagement of the screw. The presence of these defects increases the risk of screw breakage. Endoscopic femoral implantation requires parallel alignment, improper alignment increases the risk of screw breakage.

Event description:
The user reported that the tip of this bioabsorbable screw broke off during insertion for an acl repair. The tip of the implant remains in the pilot hole and reportedly, this event damaged the graft. The surgeon turned the graft around and used another bioscrew to anchor one side of the graft, and a competitive implant to anchor the tibial side. This event delayed the procedure by 1/2 hour. To date, the pt status is unk.